Manufacturer narrative:
E3 date of event: article publish date used as event date is unknown. Lim, j. Et al. (2025). Left atrial appendage edema and spontaneous echo contrast following pulsed field ablation for pulmonary vein isolation a case report. Indian pacing and electrophysiology journal, doi.org/10.1016/j.ipej.2025.10.006. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature article that edema occurred. A case study was completed on a single patient to document left atrial appendage (laa) edema and spontaneous echo contrast following a pulsed field ablation (pfa) procedure. Pre procedural coronary and left atrial computed tomography showed multiple non significant coronary artery stenoses. The patient underwent a pulmonary vein isolation procedure via pfa using a faradrive steerable sheath and a farawave catheter with planned concomitant laa closure. Transesophageal echocardiography (tee) confirmed the absence of spontaneous echo contrast and absence of thrombus in the laa. Pfa ablation was performed with eight (8) applications of ablation delivered to each pulmonary vein. Upon completion of ablation, tee identified significant edema of the laa ridge and the presence of spontaneous echo contrast in the laa. The procedure was concluded without completing the laa closure and the patient was initiated on anticoagulation therapy. No further information on the status of the patient is available.